Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced but was confirmed through review of the event history log. During the evaluation, the downstream sensor was found out of specification. The downstream sensor was calibrated to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. There was no patient involvement.